Manufacturer narrative:
The manufacturer did not receive the device for investigation as they are still implanted. One x-ray was provided and will be reviewed within investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent hip arthroplasty and subsequently was considered for a revision on an unknown day for an unknown reason. It was further reported that the patient had only soft tissue repair done. No components were revised.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Event description: the only information received by the sales rep as followed: patient came in from europe and had only soft tissue repair done. No components were revised and there is no op report available regarding initial surgery. It wasn¿t definitive whether or not any zb products were implanted. Review of received data: an x-ray (dated (B)(6) 2018) was received. For assessment it was sent to hcp: according to the x-ray the assumption of an implanted cls stem can be affirmed, but not confirmed. However, it can be said that a 145° version was implanted. Due to lack of quality of the provided x-ray, the area of the trochantor major cannot be assessed; otherwise no particular abnormalities regarding the periimplant bone structure were seen. The stem is implanted in slight valgus position. On the tip of the stem recognizable "pedestal-sign", as a sign that the stem was already implanted a while ago and not only since "yesterday". Regarding the cup: no assumptions can be done about the model type, it seems to be an individual cup; as indication for implantation only vague assumption can be done (dysplasia / fracture of the acetabulum / revision surgery / etc.). However it can be said that the cup is implanted very steep in 80°. Device analysis: no product was returned to zimmer biomet for in-depth analysis; according to the information received the implant is still in vivo. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: no operative notes, office visit notes, nor the device or photos of the implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the component such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. Conclusion: it is only assumed a cls stem was implanted. The time in-vivo is unknown. The patient underwent a soft tissue repair. No device was explanted; neither a complication nor a discomfort with the implanted device was reported. The x-ray does not show particular abnormalities regarding the stem. Consequently and in accordance to the less information reported, a comprehensive investigation of this particular case is not possible. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).